Manufacturer narrative:
One (1) unknown abut screw was not returned for investigation. Visual inspection could not be performed. The investigation addressed only the fourth of several reported loosening events using only the available information (applicable instructions for use (IFU), and risk file). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii), osteoporosis. The reported device was located on tooth # 29 (universal) and was used for approximately 5 years, and 10 months. The customer did provide x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Based on the available information, device malfunction and the reported event could not be verified since the product was not returned. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw became loose. The screw was removed. Tooth site # 29.